Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 300 mg/dl and the current blood glucose is 294 mg/dl. The customer stated that the insulin pump had black circle on pump. Customer was declined troubleshooting for blank display. The insulin pump will not be returned for analysis.